Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, but the bulkhead connector was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device was not communicating with the navigation device. The wired ip address was going in and out of communication. The navigation device was pinged with the imaging device and it did not communicate. The ip addresses were checked and they were correct. The bulkhead connector was bypassed and the imaging device was connected after several tries with success. After retrying to communicate without bypassing the bulkhead, the communication was still intermittent. The site came to the conclusion that the bulkhead connector was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The name of the initial reporter was provided. E3: the occupation of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The bulkhead connector was discarded at the site, so no analysis was conducted on it. If information is provided in the future, a supplemental report will be issued.